Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was broken off on the 17th day of use. After a while, the proximal end of the balloon segment appeared from the urinary meatus, and the user pulled the balloon segment out. Per additional information received on (B)(6) 2018 from the ibc, there was no medical intervention required. After the distal fragment was removed, the user did not confirm missing pieces.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual evaluation of the sample noted that there was breakage on shaft. The surface was normal in appearance with the presence of typical jagged tearing which results from breakage of the catheter. The tear appears t have been caused by the shaft being pulled with an external force. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of the conditions were evident on the sample. The breakage did not occur as a result of any manufacturing process related cause. "1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex." (B)(4).

Event description:
It was reported that the catheter was broken off on the 17th day of use. After a while, the proximal end of the balloon segment appeared from the urinary meatus, and the user pulled the balloon segment out. Per additional information received on (B)(6) 2018 from the ibc, there was no medical intervention required. After the distal fragment was removed, the user did not confirm missing pieces.